Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and g astrointestinal/pelvic floor therapy. They reported that their charger has an orange light and won't charge their ins, it was not reading the other day and it was off they turned it back on then it said it could not find it. Worked with patient to synch with their implant using their handset and communicator and patientreported seeing: por (power on reset) has occurred, check the device battery level, therapy has been turned of. Pt dismissed the message and tried to turn therapy on, pt encountered device battery is below zero recharge to avoid losing therapy. Pt turned therapy on and reported they could feel it where the ins was and down their leg. Pt said sometimes it goes to their toe. Pt then reported they stopped feeling that feeling. Offered to assist pt with recharger troubleshooting. Worked with pt to reset the charger and try to use it to recharge but the pt reported the power light was orange and descending tones were heard. Worked with pt to reset the charger again and try again to connect to recharge but pt encountered service c ode 2702 which was not resolved despite resetting and attempting to pair. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the device. The patient mentioned other medical history. This included patient they started having problems in october or november, their bladder was not giving them the message that they were going to go to the bathroom, they could be at the grocery store and they would have a bladder accident. Patient said they could not control it, they had been wearing pads, they put them on a different program and it helps but still it is not completely gone they are still wearing pads which are expensive. Patient called back on 2026-jun-11 and said they got the replacement recharger. They said the power button keeps turning orange. Walked caller through pairing the new recharger with the handset. Patient was successful. The battery said 10%, excellent connection and therapy off. Told patient once they are done charging they will need to turn therapy back on.